Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, error test, off no power test, self test and all operating currents test. No anomaly noted during testing. Cracked battery tube thread and cracked lcd display window corners noted. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 369 mg/dl at the time of incident and the current blood glucose of the customer was 429 mg/dl. Customer reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. The customer experienced symptoms such as nausea and vomiting. Customer reported that the drive support cap appears normal. Customer reported that the insulin pump sticker was missing. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.